Event description:
A surgeon reported that one day following implantation of an intraocular lens (iol) the pt complained of a dark arc in their temporal field of vision. The iol was replaced with a different lens model on 2001 without complications. Add'l info regarding the outcome has been requested. The surgeon stated the pt had a vitreous detachment and complained about glare, halos and floaters prior to the original surgery on 6/2001.